Event description:
It was reported that the subject device displayed b30 and e315 communication errors. The issue was observed during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure incompatible scope (e315) was confirmed and scope communication error (b30) was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e315 malfunction: as corrosion due to water leakage was observed on the scope connector, it was presumed that water invasion into the scope connector caused water droplets to adhere to the circuit board, resulting in a short circuit and causing an image abnormality. The most probable cause of the scope communication error could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.